Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event of kinked cannula with an infusion set. The symptoms were noticed within three hours of insertion. The site was reported to be thigh and was rotated regularly. Patient's blood glucose level at the time of event was reported to be high and patient took correction bolus via pump. The patient also replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.